Manufacturer narrative:
Evaluation revealed the trochanteric nail to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the DHR revealed no discrepancies in material or manufacturing. Discussion of the damages observed on primary product: nail: damage and evidence of the breakage surfaces, course of the breakage line as well as the absence of plastic deformation (along the breakage line) suggest that the implant fractured in a fatigue fracture due to massive axial overload. Evident lines of rest found on both fragments indicate a fatigue fracture of the nail running from lateral to medial. Appearance of the breakage surfaces, as well as the course of the breakage line, worn areas and material displacement in outside direction suggests that most likely the fatigue fracture started in the anterior web and with a certain delay in the posterior web as well. Bent outward material suggests the residual (forced-fracture) being located at the medial tip of the anterior web. Significant material abrasion and deformation (friction marks in the screw hole) were identified as cold sets (fretting corrosion), which were caused by high load bearing with the lag screw during the period of implantation. Significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the anterior web; they progress through the entire bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the lateral edge of the anterior web. Furthermore the evident change of the course of the breakage line at lateral/anterior suggest high torsion load at the beginning of the fatigue fracture. General technical aspects: the broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. In this case a non-union is reported which suggest that the level of stress did not reduce during the period of implantation and finally contributed significantly to the breakage of the implant. Based on the above the nail breakage is not linked to a deficiency of the device, but is rather considered patient related; long term overloading by the patient in an unstable fracture situation without bone consolidation and resulting in a pseudarthrosis. Intra-operative damage of the nail by a deviated lag screw step drill, which most likely had created the starting point of the fracture (notching effect) had contributed to the breakage. The reported non-union of the fracture site and the resulting prolonged axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after implantation duration of 8 months.

Event description:
It is reported by the surgeon of the hospital, that the patient was accommodate in hospital with suspected pseudoarthroses left after gamma implantation in (B)(6) 2015. In a new medical procedure the surgeon noticed that the nail was broken. A dhs was implanted.